Event description:
Caller reported a malfunction on the pump, described as malf 0. There was no reported adverse impact to the customer¿s blood glucose level. Customer had not previously reset the pump for this issue within the past 24 hours, so technical support provided pump reset information and assisted the caller with resetting the pump. After resetting, the malfunction code did not recur, and the customer was informed that they could continue using the pump.